Event description:
The patient had an implant and went through physical therapy with good results. Few weeks prior to the event report date it was noted that the patients spasms were getting worse again. The patient also experienced increased spasticity in the legs. A dye study was performed and there was no flow during the catheter aspiration. A catheter issue (occlusion) was reported. The location and cause of the catheter issue was unknown. There was no flow when the catheter was cut during revision, so the entire catheter was replaced. The product issue was considered resolved. The device system was used to deliver baclofen. Patient status at the time of this report was ¿alive ¿ no injury.¿ the final outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type catheter. (B)(4).